Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's routine visit, the rv lead exhibited high thresholds, low sensing and high impedances. Subsequently, during ICD revision (nearing eri), the rv lead was capped and replaced. The patient's condition post-surgery was stable.